Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-03305 / 03308). Not returned by attorney.

Event description:
Legal counsel for patient reported that during a hip revision procedure, the taper adapter had cold welded to the stem requiring a cutting tool for removal. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information. Concomitant products: biomet taperloc femoral stem catalog#: 11-103202 lot#: 436550.